Manufacturer narrative:
Practical workshop for intervention part (B)(4) complications at topic 2019 held on (B)(6) 2019. Date of event: first day of the month of the aware date was used as event date not provided. Device is a combination product.

Event description:
It was reported at a conference that a vascular dissection had occurred during a procedure using an unspecified synergy drug eluting stent.